Manufacturer narrative:
The pad-pak was first installed on the 24th february 2010 and performed to specification up to the 3rd august 2014. Multiple manual power ups of mainly ten minutes duration were observed in the device memory between 5th august 2014 and the 28th january 2015. The pad-pak became depleted during this time. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Device switching on automatically.